Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory march 2009 population product advisory was initially communicated on 4/5/2007 was suspected of premature battery depletion. A boston scientific crm technical services consultant recommended following this patient on a monthly basis. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. Approximately sixteen months later this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--